Event description:
The patient was implanted with a siltex low bleed gel-filled mammary prosthesis on 2/28/90. Subsequently, the patient experienced a rupture of the device and breast pain. The device was removed on 11/1/98.